Manufacturer narrative:
The ge rep conducted an onsite investigation. The service rep found frayed wires. No further service info was provided.

Event description:
The customer reported that the 9900 system displayed an stator error message. No pt injury was reported.